Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Inadequate preanalytic sample handling or aged/contaminated probes could not be ruled out as possible causes for the event.

Manufacturer narrative:
The cobas integra 400 plus serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas integra 400 plus analyzer. The initial result was 8.8% and the repeat result was 5.7%. The repeat result was believed correct.